Event description:
It was reported that a patient experienced post-operative inflammation following phacoemulsification of a lens and the implantation of an intraocular lens. The finding was observed on day 7 after the surgery. The doctor also noticed white feathered particles inside the continuous curvilinear capsulorrhexis when the pupil was dilated.

Manufacturer narrative:
(B)(6). Placeholder.

Manufacturer narrative:
Implant date: (B)(6) 2013. Based on the manufacturing record review, all process operations presented in the manufacturing for the zcb00 lens for this serial number were within specifications and in compliance. All pertinent information available to the manufacturer has been submitted.